Event description:
A report has been received from a peritoneal dialysis user facility nurse. The pt's wife reported this incident to this rn. It was initially reported that the inside of the door was wet after removing the cassette. The pt did receive a dose of prophylactic antibiotics. The facility has been contacted for additional info. In speaking with the nurse, it was learned that the pt was given one dose of antibiotics per possible contamination. There was no report of any further ill effect or incident to this pt. A sample is available for an evaluation. The pt continues with peritoneal dialysis as ordered with no further ill effect from this event.

Manufacturer narrative:
(B) (4).